Event description:
Vns pt is experiencing an increase in seizure frequency. The pt reports that they no longer feel device stimulation and that use of the magnet did not seem to abort the seizures. Pt plans to follow-up with treating neurologist for possible end of service.